Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that hematocrit probe was cracked. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.